Manufacturer narrative:
Consumer reported after lens insertion the right eye burned. Consumer did not use the provided lens case. Consumer visited a doctor and the right eye was irrigated. Consumer reported the doctor informed him the eye was red and inflamed but there wasn't any other injury. No medication prescribed and treatment was not required. Consumer's eye was still red after the doctor visit but it resolved in about 24 hours. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptom and signs reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The product was discarded.

Event description:
Consumer reported after lens insertion the right eye burned. Consumer did not use the provided lens case. Consumer visited a doctor and the right eye was irrigated. Consumer reported the doctor informed him the eye was red and inflamed but there wasn't any other injury. No medication prescribed and treatment was not required. Consumer's eye was still red after the doctor visit but it resolved in about 24 hours.